Event description:
Maude event report received stating: "volun (B)(4) 2014: during a balloon valvuloplasty procedure, a vascular closure device (perclose) was deployed and malfunctioned resulting in the sheath being retained in the pt's right common iliac and femoral arteries." Subsequently, the reporter was contacted and additional information was received: it was reported that arteriotomy closure of the right common femoral artery was attempted with a proglide device, using a pre-close technique, via a 6f sheath prior to balloon valvuloplasty for aortic stenosis. Reportedly, after the device was removed, the sheath remained in the right common iliac and right femoral arteries. Most of the sheath was removed; a small piece was caught in a previously implanted stent. A femoral angiogram was taken and blood flow to the lower extremity was normal. The balloon valvuloplasty for aortic stenosis was completed. The method of achieving hemostasis was not specified. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.